Event description:
The customer reported being hospitalized due to high blood glucose of 1744mg/dl. The customer stated that the insulin pump was not functioning properly and was hospitalized. Troubleshooting could not be performed as customer did not have the device with her at time of call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.